Event description:
As reported, approximately 1.5 years post op the initial right total knee arthroplasty, this patient was revised due to a swollen knee and pain due to polyethylene wear. The insert and patella components were revised. The patient was last known to be in stable condition following the event. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
D10: 02-012-51-4011 - logic tib insert impl crc, sz 4, 11mm, 02-010-04-0340 - logic cr femoral por, right, sz 4 (B)(6), 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t (B)(6), g2: australia. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01234. The revision reported in this event was most likely the result of prosthesis wear initiated by unintended contact between incongruent surfaces of the tibial insert and femoral component. However, contributions from instability of the knee joint, component alignment, and/or patient-conditions to the sequence of events cannot be determined from the reported clinical information. The returned patella appears to have localized damage. The remainder of the articular surface appears to have minimal indications of damage. One of the pegs appears to have been sheared off -most likely during the explantation process. If the femoral component was in flexion, the apical damage pattern of the patella may have occurred secondary to articular contact against the flatter anterior portion of the femur rather than articulating within the trochlear groove as intended. However, this cannot be confirmed from the provided information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.